Event description:
The customer reported that the device failed to deliver energy in AED mode. The energy was delivered in manual mode. No adverse patient impact was reported.

Manufacturer narrative:
The users reported that the pt, while in the AED mode, "was becoming unresponsive and the mrx did not recommend a shock". The mrx IFU clearly identifies the criteria for placing a pt on the mrx in the AED mode. These criteria are: unresponsiveness, pulselessness, and apnea. Based on the description of the user, the pt was not yet unconscious, and therefore, did not meet the inclusion criteria for the AED mode. Additionally, the AED shock advisory algorithm will shock ventricular tachycardias at a rate of 150 bpm or greater. The rate of the pt's vt as reported by the user, hr around 110 bpm, did not meet this criteria. There was no malfunction of the device. This represents a user misunderstanding.